Event description:
Customer reported damage to the insulin pump. Customer's blood glucose is above 200 mg/dl, below 250 mg/dl. Customer states a few scratches on the screen and drive support cap pops out. The insulin pump may have been dropped and bumped. Customer states that he pushes the drive support cap back into the insulin pump. Reminded customer not to manipulate the drive support cap while connected. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.